Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot number review is pending. Additional reporter: (B)(6) .

Event description:
The event involved a microclave clear connector where it was reported the device was used on a patient and found out that it was leaking the day after, (B)(6) 2025. No patient harm/adverse event reported.